Event description:
It was reported that I-cast stent was being deployed in the right internal iliac artery using a rosen wire positioned in the distal vessel within a tortuous anatomy. During the procedure, the device had difficulty tracking and locating the vessel ostium. The surgeon palpated the area externally to assist with device tracking. The I-cast became hung up at the ostium, which was attributed to the device being loose on the deployment catheter. The device was carefully removed; the I-cast remained on the deployment catheter upon removal, with no components left in the patient. The procedure was continued and completed using additional stent (gore vbx) without any harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Initial reporter: dr. (B)(6). A supplemental report will be submitted upon completion of our investigation.